Event description:
It was reported that during a da vinci surgical procedure, the cannula was found to be bent as the obturator would not advance all the way down. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula was returned and evaluated. Failure analysis investigation confirmed the customer reported failure mode. During performance testing using a blunt obturator, resistance was felt as the obturator moved through the cannula indicating that the cannula was likely damaged. No other damage was found.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.